Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Na.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set separates resulting in blood leakage from device. The following information was provided by the initial reporter. The customer is reporting concern "the customer has advised the la completing collection - pressed button to pull the needle back and it exploded, with blood coming out of needle. See attached pictures. Button possibly fell off needle as was no longer present when they looked after incident."

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set separates resulting in blood leakage from device. The following information was provided by the initial reporter. "The customer is reporting concern "the customer has advised the la completing collection - pressed button to pull the needle back and it exploded, with blood coming out of needle. See attached pictures. Button possibly fell off needle as was no longer present when they looked after incident."

Manufacturer narrative:
H.6. Investigation summary: bd received 3 customer photos in support of this complaint. The customer photos were evaluated and do not show any evidence of part separation, so the reported failure mode of separates during use cannot be confirmed based on customer photo analysis. Bd is unable to confirm the failure mode of separates during use based on the customer photo analysis. Separately, the customer photo confirms the failure mode of leakage as there is blood leaking from the device. Therefore, this complaint is confirmed for leakage based on customer photo analysis. Additionally, 30 retention samples from the bd inventory were subjected to a visual inspection and functional testing and the issues of part separation or leakage was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.